Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger difficult to move on lot # 8302894. Investigation summary: customer returned (1) loose 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 8302894. Customer states that the rubber stopper is stiff. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # (B)(4) all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle has a stiff rubber stopper. This was discovered before use. The following information was provided by the initial reporter: stiff rubber stopper. Rubber stopper is stiff when push the plunger.